Event description:
F/u received on june 15, 2015: physician reported that the last time he saw the pt was (B)(6) 2015 and was unaware that the pt had experienced a fall. The physician reported that the pt had previously been diagnosed with oa of the hip and had reported falls previously which resulted in pain in the hip. The physician reported that he never prescribed the pt any type of opioid medication but states that she may have received dilaudid injections on her numerous visits to the emergency room. The physician reported that some of the pt's medications such as lorazepam and ambien "can and do cause grogginess and increased somnolence in addition to dizziness" which "cannot rule out the possibility that there may have been some other causality of instability causing this pt to fall." The physician also reported that aseptic technique and ultrasound guidance is used during intra-articular viscosupplementation injections and was "surprised to hear that she had any diagnosis of septic arthritis of the knee." The physician stated that the pt had "very progressive" oa of the knee and "even before the last cycle of hyalgan injections, she seemed unstable while walking, reported buckling of the knees frequently and reported previous falls." The physician stated that he did not believe that the fall was due to her "overall knee pain" and that she had several falls prior that worsened her knee pain prior to the last hyalgan injections. The physician reported that the pt has "significant instability with regards to her gait and ambulation."

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). On (B)(4) 2011, the FDA granted the permission for the MFR fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the use by fidia pharma USA, inc. As a consequence, fidia farmaceutci s.p.a. (The MFR) is submitting this report even on behalf of fidia pharma USA inc (the importer). The present MDR report satisfies the reporting obligations for both companies. Pharmacovigilance dept's comments: septic arthritis: the quality assurance dept at fidia farmaceutici spa - the MFR - has performed its investigations on the reserve samples. Specifically, the qa dept has repeated the sterility tests, already performed at time the batch was released, to categorically exclude any microbiological contamination jeopardizing the health of the consumer. The result of the sterility test performed on the reserve samples is in compliance with the specification. Moreover, a deep eval of production and quality control documentation was performed. This eval includes a review of the production process, in process controls, sterilization print-out, bioburden results, release results and the eval of the quality characteristic of the raw materials and components used in the MFR of the involved batches. From this eval no anomaly was found and the lots are considered in compliance with the specification. The reported event of joint infection could be secondary to the administration technique. This is a risk inherent in the injection of any compound into a joint when a faultless aseptic technique is not observed.